Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced no audio output from the receiver and an adverse event on (B)(6) 2016. The patient's mother stated that she checked the patient's glucose at 8:00am and the patient was high, at 360mg/dl. The patient's mother gave the patient insulin through his pump and waited 45 minutes, but his glucose was not coming down. The patient's mother drove the patient to the hospital and the patient was still high, at 420mg/dl around 1:00pm. The patient had mild diabetic ketoacidosis and was kept overnight. It was stated that the medical intervention was attributed to the receiver not alerting the patient. At the time of contact, the patient was at home. Additionally, patient's mother tested the receiver's attentive low rate and it only vibrated. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.